Event description:
It was reported that during a minimally invasive procedure for hemorrhoids, the doctor used the device and it misfired. When the device was fired, no crunch sound was heard and it cut the tissue but no staples were seen at all either on mucosa. The staple could not disengage, circular stitch cut, then the surgeon took all sutures manually circumferentially. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.